Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. Based on the damage symptoms, it is reasonable to assume that this damage the bending was due to tensile forces, applied during the surgery. Further inspection demonstrated cuttings in the insulation, deformations of the outer coil and damages of the silicone sealing at the is-1 connector pin. These damages occurred most likely during the explant procedure. Blood penetrated the lead in the cut areas. In summary, the lead's distal part was found bent, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead had dislodged. The ra lead was repositioned but was unsuccessful. The ra lead was explanted and replaced successfully. The ra lead was returned for analysis. No adverse patient effects were reported.